Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no damages to the housing were observed. Review of the archive data revealed that on the date of event user advisory (ua) 45 (shaft not at "home" position occurred), ua 12 (lifeband not present) that is unrelated to the complaint and, ua 18 (max take-up revolutions exceeded) had occurred. However, during functional testing no faults were found upon powering on the platform or during testing with multiple batteries; an indication that the customer was able to clear the error messages that were observed in the archive data. For 30 minutes, the platform ran with no issues. Since no error messages were observed during functional testing, a possible root cause of the problems could be due to user error/mishandling. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 typically occurs when the lifeband straps were not pulled completely out prior to powering on the device. Ua 12 can occur when the belt clip is not detected in the spool shaft. The platform will display ua 18 when there is no load change detected at the load plate, possibly due to no patient present or patient too small. All three conditions are typically correctable by the operator. The autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll. The autopulse platform is a reusable device and was manufactured on 3/28/2006. Additional up dates were completed (unrelated to the reported complaint) to ensure that the autopulse platform remains current. The pdb and processor board were updated. The autopulse platform passed all testing criteria.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 18 (max take-up revolution exceeded) and ua 45 (not at "home" position after power-on/restart) error message during shift check. The customer attempted to rotate the shaft to the home position and obtained "0000"; however, the ua18 error message appeared upon powering on the device. There was no patient involvement reported.